Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Date of implant and explant surgery and cause of the infection have been requested from the hospital, but have not been received.

Event description:
It was reported the patient had htr implanted. The patient developed an infection, wound dehiscence, therefore the implant was removed and the patient was treated with antibiotics. Once the infection was cleared, the doctor requested a second implant, which was implanted in (B)(6) 2010.